Event description:
Vital signs¿ pediatric anethesia breathing circuits (lot #0004223761 and 0004223420) have holes in the circuit causing an air leak. It was identified that 2 of the pediatric circuit had holes in the creases of the circuit. Other circuits with the same lot number were examined for defects and no others were found. The product was in the process of being attached to the patient when the damage was found. It was noticed when the tubing was extended and the anesthesia gas began to leak. A new circuit was obtained and used in place of the faulty product. With these leaks, the harm is to the patient and the caregivers in the operating room as the gas is released into the suite. Manufacturer response for circuit, breathing (w connector, adaptor, y piece), vital signs¿ (per site reporter). Vyaire medical, inc. Has been made aware, and they are in the process of investigating. We are working to send a sample of the defective product.